Manufacturer narrative:
(B)(6). The lot was manufactured may 11, 2016 ¿ may 12, 2016. The device was received for evaluation with approximately 33 ml of fluid in the bladder. Visual inspection noted the liquid inside the bladder was transparent/clear; however, the tubing was opaque white in color. No evidence of particulate matter was found. The cause of the opaque/white tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a white precipitate in the tubing. This occurred during infusion of fluorouracil (duration 48 hours). There was no report of patient injury or medical intervention associated with this event. No additional information is available.